Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, user informed the technical support engineer (tse) that they encountered aa repeated recoverable fault on arm 2, which led to the arm being disabled. The user attempted multiple hard power cycles, but the issue persisted. The user abandoned arm 2 and continued with the procedure using the remaining arms. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The issue was found post anesthesia when they were about to begin the procedure. No ports were not placed prior to the issue being identified. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis did not replicate but confirmed the customer reported complaint was error 319. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the fru connector pins (fcp) was inspected and no faults could be identified. As a result of these findings, failure analysis concluded that the fcp printed circuit assembly (pca) is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.